Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in. Pact av access balloon was used to treat the left arm. Approximately 13 months post procedure patient suffered calcific stenosis of forearm cephalic vein. Investigation found calcific stenosis of the forearm cephalic vein, as well as an occluded cephalic venous outflow. A wire and balloon were negotiated across the median antecubital vein, into the basilic vein. Balloon angioplasty was performed in the forearm cephalic vein with in. Pact balloon, as well as the antecubital basilic vein angiography demonstrated the resolution of stenosis. Patient recovered.

Manufacturer narrative:
Update received on 03 dec 2025: patient suffered calcific arteriovenous fistula with stenosis of forearm cephalic vein and antecubital vein. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received 04 aug 2025: the target lesion in the venous outflow was treated during this procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.